Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 591mg/dl. The customer's most current level was 343mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. Troubleshoot was conducted and the buttons were unresponsive. The customer was advised the pump would be replaced and returned for analysis. Troubleshoot was high levels could not be conducted due to unresponsive buttons.